Event description:
The pt underwent a spinal procedure and four drains attached to two reservoirs were inserted between the thoracic spine and lumbar vertebrae. It was reported that the drainage was blocked by a hematoma 2 hours after insertion. The pt was returned to the or and the hematoma was removed, the four drains and both reservoirs were removed and replaced.